Event description:
It was reported that the power wheelchair elevated unexpectedly as the end user made a turn inside of her home, a result the end user was thrown from the power wheelchair to the floor. End user reportedly suffered a broken leg. No other information regarding the incident was available.